Event description:
It was reported that the user experienced very high blood glucose at 410 mg/dl readings after placing a new infusion set for the ilet and was unable to troubleshoot. A bent cannula was suspected. The agent performed remote troubleshooting guidance. Investigation of this case revealed suspected infusion site/cannula insertion issue consistent with an occlusion or bent cannula preventing insulin delivery. Symptoms included thirst and frequent urination associated with hyperglycemia. Outcomes included the need for user-initiated troubleshooting and interruption of normal device therapy until a new site could be placed. It was concluded that the event was due to a product-use related issue at the infusion site, and device function was not confirmed to be at fault. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.